Manufacturer narrative:
Investigation summary: bd was unable to verify the report of burrs on the catheter, however there was silicone droplets present on the catheters. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. The root cause of this issue on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process. A corrective action project has been initiated to investigate the issue. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of catheter defective / damaged with lot #7209785 regarding item #381112. A review of the device history record was completed for sub-assembly# (B)(4) lot 7207669 manufactured from 31-jul-17 to 14-aug-17 in acam01 machine used in claimed lot 7209785. The batch was analyzed for ¿damaged component¿, ¿foreign matter¿ and were not evidenced records that could lead to this defect. There are no quality notification (qn) or nonconformity report of "damaged component" and ¿foreign matter¿ or anything that could lead to this complaint for the lots involved in this complaint. The corrective maintenance history in the manufacturing period of the assembly lot involved in this complaint was evaluated and it was not verified records related to this issue. Investigation conclusion: confirmed: bd was able to confirm the customer complaint for the claimed defect. Besides do not having evidenced records that could cause this complaint during the analysis of the device history record, nonconformities and corrective maintenance, according to the analysis performed on the samples no damage was observed on the tip of the catheter and rather silicone drops, the claim was confirmed as visible silicone. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. Root cause description: based on the investigations conducted for complaints of silicone visible of angiocath, it has been found that the root cause of this issue on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process. Rationale: based on the investigation, CAPA # (B)(4) was issued for the root cause of visible silicone.

Event description:
It was reported that 26 bd angiocath¿ IV catheters had silicone droplets on them "in varying degrees", found during a bd investigation when customer returned them for alleged catheter and needle tip damage, which defects were not observed on any device. CAPA # (B)(4) was opened in response to the investigation. The following information was provided by the initial reporter: "¿these caths have a bur on the plastic sheath on the lot#7209785 in pyxis.¿. "I received 26 unused units in sealed packages all from catalog number 381112, lot number 7209785. I opened and examined all 26 units for catheter and needle tip damage and did not observe any damage to any of the units. However, there is silicone droplets on all 26 catheters in varying degrees.".